Manufacturer narrative:
The device was not returned to olympus for inspection, however, the technical assistance center (tac) provided remote troubleshooting that was not able to resolve the reported allegation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single-use fiber broke during an unspecified procedure. There were no reports of patient harm.